Event description:
----

Event description:
Boston scientific received information that during a recent device replacement procedure, the physician noted that he was unable to remove the right ventricular (rv) lead from he device header (the serial number of the lead is unknown). The device was changed out for a competitor device. No adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
To date, the explanted device has not been received at boston scientific. Upon receipt this device will undergo detailed laboratory testing in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks on the header. The header was also found to loose and the medical adhesive that covers the leads terminal blocks was missing. In addition the right ventricular (rv) and right atrial (ra) lead seal plugs were also missing from the device. All other seal plugs were confirmed to be intact. A lead was inserted into each lead barrel and each set screw held the lead in place. The two retainer rings are damaged. However, all set screws operate normally. The device was then exposed to therapy verification testing and the device operated appropriately, according to its performance specifications. A series of electrical tests were also performed, and again, normal device function was observed. A review of the device memory noted no resets or fault codes. The device recorded 11 ecc memory corrections with the last one occurring in (B)(6) 2008. This indicates normal function. Analysis concluded that this occurred during implant and was induced damage.